Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) stated the device was not helping their bladder symptoms like it had been and wanted to know if this could happen. Pt states they had tried increasing stimulation but it made their legs vibrate. Pt stated this made them nervous and so they brought the stimulation back down to where it was comfortable. Pt also tried changing to program 2 but it "shut right off".¿patient services asked and the patient said it just kept shutting off the previous week, when they changed to program 2, it just shut off. The clarified that they would turn stimulation back on, then go to check it and stimulation was turned off again. The ins was turning off unexpectedly. Pt stated they were going to their doctor on monday and they were feeling nervous and scared about all of this. Patient services reviewed communicating with the implant. Pt states they were currently on program 1 at 1.0v. Patient services reviewed how to switch programs and pt put it on program 3 at 1.0v. Pt stated stim is comfortable and would keep it here and monitor symptoms.